Event description:
Customer reported antibiotic cefepime secondary medication backed up into the primary bag of lactated ringers. No patient harm or medical intervention required. Although requested, no further patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results, should the set be received for evaluation.